Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('medical device removal/right lower quadrant pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's family history included breast cancer and ovarian cancer. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst ("large ovarian cyst"), endometriosis ("endometriosis/right endometrioma"), uterine cyst ("large uterine cyst") and ovarian mass ("ovarian mass") and was found to have carbohydrate antigen 125 increased ("elevated ca-125"). The patient was treated with surgery (robotic total laparoscopic hysterectomy, bilateral salpingooophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, ovarian cyst, endometriosis, uterine cyst and ovarian mass outcome was unknown. The reporter considered carbohydrate antigen 125 increased, endometriosis, ovarian cyst, ovarian mass, pelvic pain and uterine cyst to be related to essure. The reporter commented: on unknown date essure confirmation test were preformed. Patient received treatment for endometriosis, large uterine cyst, large ovarian cyst. Discrepancy in essure insertion date as: (B)(6) 2009. Quality-safety evaluation of ptc: unable to confirm complaints. Most recent follow-up information incorporated above includes: on 5-feb-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('medical device removal/right lower quadrant pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's family history included breast cancer and ovarian cancer. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst ("large ovarian cyst"), endometriosis ("endometriosis/right endometrioma"), uterine cyst ("large uterine cyst") and ovarian mass ("ovarian mass") and was found to have carbohydrate antigen 125 increased ("elevated ca-125"). The patient was treated with surgery (robotic total laparoscopic hysterectomy, bilateral salpingooophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, ovarian cyst, endometriosis, uterine cyst and ovarian mass outcome was unknown. The reporter considered carbohydrate antigen 125 increased, endometriosis, ovarian cyst, ovarian mass, pelvic pain and uterine cyst to be related to essure. The reporter commented: on unknown date essure confirmation test were preformed. Patient received treatment for endometriosis, large uterine cyst, large ovarian cyst. Discrepancy in essure insertion date as: (B)(6) 2009. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: final report was ticked, no new information is expected. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced ovarian cyst ("large ovarian cyst"), endometriosis ("endometriosis") and uterine cyst ("large uterine cyst"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2013. At the time of the report, the medical device removal, ovarian cyst, endometriosis and uterine cyst outcome was unknown. The reporter considered endometriosis, medical device removal, ovarian cyst and uterine cyst to be related to essure. The reporter commented: on unknown date essure confirmation test were preformed. Patient received treatment for endometriosis, large uterine cyst, large ovarian cyst. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received reporter information was added. Case becomes incident injury nos replaced with new event endometriosis, large uterine cyst, large, ovarian cyst, medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('medical device removal/right lower quadrant pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's family history included breast cancer and ovarian cancer. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst ("large ovarian cyst"), endometriosis ("endometriosis/right endometrioma"), uterine cyst ("large uterine cyst") and ovarian mass ("ovarian mass") and was found to have carbohydrate antigen 125 increased ("elevated ca-125"). The patient was treated with surgery (robotic total laparoscopic hysterectomy, bilateral salpingooophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, ovarian cyst, endometriosis, uterine cyst and ovarian mass outcome was unknown. The reporter considered carbohydrate antigen 125 increased, endometriosis, ovarian cyst, ovarian mass, pelvic pain and uterine cyst to be related to essure. The reporter commented: on unknown date essure confirmation test were preformed. Patient received treatment for endometriosis, large uterine cyst, large ovarian cyst. Discrepancy in essure insertion date as: (B)(6) 2009. Quality-safety evaluation of ptc: unable to confirm complaints . Most recent follow-up information incorporated above includes: on 26-jan-2021: mr received: event coding was updated from medical device removal to pelvic pain. Reporters were added. New event added: elevated ca-125, ovarian mass. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.